Event description:
A malfunction alarm occurred with the pump during its operation. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was unable to resume insulin therapy despite assistance in loading a new cartridge because the alarm recurred. As a result, technical support arranged for a replacement pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided on returning the malfunctioning pump to tandem using a pre-paid label.